Event description:
The facility reports the lift was used with one staff person. The resident was in the wheelchair and was being transferred from the chair to the bed. The lift had been started when the right clasp came off the lift hook, causing the resident to fall backwards, hitting her head on the floor. The resident sustained a concussion, several skin tears in the right arm/elbow, and bruising.